Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly examined. Visual inspection indicated that complete lead was returned. It was noted that there was 10 centimeters (cm) damaged in lead¿s conductor coils from lead¿s pin with deformed coils. The outer insulation was cut, which was most likely occurred during explantation procedure. The helix was retracted. It was then concluded that the lead¿s conductor was deformed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited poor sensing and high pacing thresholds. Additional information obtained from the field representative indicates that the lead seemed to have conductor damage on fluoroscopy. This rv lead was explanted and new lead was replaced. The lead was returned back to the laboratory. No additional adverse patient effects were reported.